Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was and then inserted a 31mm wds. The closure device was deployed but did not meet release criteria and needed to be fully recaptured. After the wds was fully recaptured the physician replaced it with a 27mm wds. The physician deployed the closure device and after several full and partial recaptures the closure device was finally successfully implanted in the laa of the patient. As the physician was removing the wds from the patient a mobile thrombus was noted to be present near the threaded insert of the closure device. The patient was kept overnight with no issues and planned to be discharged that day. The physician will repeat an echocardiogram in 2 weeks to see if the small thrombus remains.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was and then inserted a 31mm wds. The closure device was deployed but did not meet release criteria and needed to be fully recaptured. After the wds was fully recaptured the physician replaced it with a 27mm wds. The physician deployed the closure device and after several full and partial recaptures the closure device was finally successfully implanted in the laa of the patient. As the physician was removing the wds from the patient a mobile thrombus was noted to be present near the threaded insert of the closure device. The patient was kept overnight with no issues and planned to be discharged that day. The physician will repeat an echocardiogram in 2 weeks to see if the small thrombus remains. It was further reported that the patient had a follow up transesophageal echocardiogram procedure. The imaging showed that the thrombus had resolved.